Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that remote tranmission records through merlin.net, reveled noise and ovesensing on the atrial lead which had resulted in auto mode switching episodes. The noise was suspected to be myopotential. Lead damage was suspected and further testing was suggested. Patient was in good condition. No further information is available.